Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's therapy is turning off by itself. Caller said that a couple of days ago "all of a sudden" the patient's device got turned off. Caller said she got it turned back on and it is working fine. The patient has a rechargeable device. Caller said the patient was no where near the programmer when the device got turned off. It was reviewed that when the ins gets low stimulation will stop till its charged and turned back on. Caller said she thinks this is what happened. No further complications were reported or anticipated with this event.